Event description:
It was reported that the spider limb positioner would not stay locked in position during a shoulder surgery. A delay of less than 30 minutes was reported. The procedure was completed using the same device. No injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and there appeared to be no visual issues. A functional evaluation revealed oil within the bimba tube. The unit failed the 50lb weight test and also the piston migration was at 2.69, which is indicative of excessive oil loss. The complaint was confirmed and a root cause has been associated with oil loss. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.